Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following brand name endurant ii iliac stent graft; product ID: etlw1613c124e (serial: (B)(6); product type: 0180-aortic stent graft; implant date: on (B)(6) 2014; brand name: endurant ii iliac stent graft; product ID: etlw1616c124e (serial: (B)(6); product type: 0180-aortic stent graft; implant date: on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approx. 10 years, 4 months post index procedure, an intervention was performed to address issues with the existing stent grafts. Two 20x20x82 mm endurant ii stent graft extensions were implanted.. The event was resolved with the devices remaining implanted and in service.